Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consultation review of this implantable cardioverter defibrillator (ICD) device. It was noted that the ICD had delivered two shocks to convert patient supraventricular tachycardia (svt) rhythm. The shocks were considered to be inappropriate. No additional adverse patient effects were reported. The hcp will continue with monitoring at this time. The ICD remains in service.